Event description:
It was observed during the device inspection, that the video system center exhibited a power unit failure and couldn't power on. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the facts found out from the investigation, it is surmised that the power did not turn on due to faulty power supply unit and blown fuse. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.